Event description:
It was reported that the battery gauge was "static". There was no reported adverse impact to the customer¿s blood glucose value. Reportedly, customer continued using pump for insulin therapy.